Event description:
It was reported that during a scheduled device and prophylactic right ventricular [rv] lead change-out procedure, an rv lead insulation breach was found near the lead yolk. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the overlay tubing insulation was breached from environmental stress cracking, being torn and cut. The overlay tubing insulation was observed to have blood ingression. The inner and outer insulations were breached from being cut. The overlay tubing insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The distal conductor had blood (not obstructed) and was distorted from being kinked/buckled. The lead had apparent explant damage. The analyst commented that there was no insulation breach noted at the lead trifurcation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.